Event description:
The customer alleged that she performed control tests and received results of 176 and 189 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The customer declined the offer to further troubleshoot her breeze2 system. The test strips are to be returned for evaluation. A new contour meter kit was sent to the customer.